Event description:
Pca demerol set up in pacu on post-op pt. Set pump to administer loading dose of 10mg demerol, pushed loading dose, 10cc administered, IV tubing clamped, IV tubing aspirated of 20ml IV fluid, pump turned off. Pt displayed no signs or symptoms of apnea or respiratory depression. Rptr does not know if it is a pump malfunction or an error in programing.